Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The or staff reported that the device was deploying two clips at a time. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Malformed clip, indicator wheel failure. Eval summary: the analysis results found that the device was received in good visual condition. The device was tested for functionality and it fired one double feed and ejected the remaining nine clips. Possible causes of malformed clips might be excessive twisting or torque of the device jaws when positioning or firing of the device, excessive side load applied to the jaws causing them to partially collapse or pushing with excessive force on the proximal end of the device. No incident related to the reported event was observed during the batch record review.